Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. Evaluation confirmed the reported symptom of constant downstream occlusion, but could not reproduce it during evaluation. Evaluation fount that the downstream sensor reading was above specification with a fluid filled set loaded. The downstream sensor was calibrated to correct this condition.

Event description:
During baxter's functionality testing it was found that a spectrum pump experienced a constant downstream occlusion alarm. There was no pt involvement.